Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during investigation the contrast setting was increased to the maximum of 10, with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.